Event description:
Allergan aesthetics received a report of a patient treated lower abdomen, upper abdomen, and flanks in (B)(6) 2022 with coolsculpting and presented with suspected ph post treatment in the lower abdomen area. Due to insufficient information, device information and specific treatment date are not documented.

Manufacturer narrative:
This is a known potential adverse event addressed in product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data. Correction to the become aware date and g3 on the initial emdr submission: the abbvie awareness date is 10-may-2023.

Event description:
Additionally, "starting at the end on (B)(6) 2022, the patient experienced paradoxical adipose hyperplasia described as protruding rectangular bump sticking out of my lower abdomen, the same size as the applicator."